Manufacturer narrative:
Qn# (B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the physical sample to perform a proper and thorough investigation to confirm the alleged defect reported. Customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be established. If the device becomes available, this report will be updated with the evaluation results.

Event description:
Customer complaint reports: the patient was intubated. Then when turned onto his stomach, they were unable to ventilate. The patient was re-intubated. No complication or harm reported. Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). Corrected data: section b.1. - 'adverse event' added. Section b.2 - 'life-threatening' and 'required intervention to prevent permanent. Impairment/damage' added. Section h.1 - corrected to 'serious injury'.

Event description:
Customer complaint reports: the patient was intubated. Then when turned onto his stomach, they were unable to ventilate. The patient was re-intubated. No complication or harm reported. Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-12515 et tube , cuffed oral , spiral-flex 7.5 for investigation. The et tube was received without its original packaging. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample was returned with the inflation line cut and the pilot balloon missing. The et tube was returned with the bite block on it. The returned et tube appears slightly kinked around the "sheridan" marking. No other defects or anomalies were observed. A functional kink resistance test was performed on the returned et tube to determine resistance. The returned et tube was pre-conditioned in a water bath at 40 c for 6 hours. Then, the et tube was strapped securely to a kink test fixture to create a radius of curvature of 40mm. Two steel balls of size 6mm and 5.6mm were used to check the potency of the lumen. One higher and one lower than 75% (5.625mm) of the designated size of the et tube. For the first test, a ball bearing of 6mm (80% of the designated size of the et tube inner diameter) was used for the kink test. Upon testing, the ball bearing could not pass freely through the tube. Multiple attempts were made from both ends of the tube. From the proximal end, resistance was met at approximately the "d" in the "sheridan" marking. From the distal end, resistance was met at approximately the start of the balloon cuff. The test was again performed using a ball bearing of 5.6mm (74.67% of the designated size of the et tube inner diameter). The ball bearing again could not pass freely through the tube from both ends. Multiple attempts were made from both ends of the tube. Resistance was met at the same locations as the first test that was performed. The IFU for this product states "if a reinforced tube is used orally, a bite block is recommended." The reported complaint of "ett was impassible during use" was confirmed based upon the sample received. Visual examination of the returned sample revealed the tube appears slightly kinked around the "sheridan" marking. The returned et tube was functionally tested for kinking. Upon testing, both sizes of ball bearings were unable to pass freely through the tube. Multiple attempts were made from both ends of the tube. From the proximal end, resistance was met at approximately the "d" in the "sheridan" marking. From the distal end, resistance was met at approximately the start of the balloon cuff. A device history record review was performed with no evidence to suggest a manufacturing related cause. The damage observed on the et tube is consistent with damage that can be caused by pinching the tube with high force; therefore, it was determined that unintentional user error caused or contributed to this event.

Event description:
Customer complaint reports: the patient was intubated. Then when turned onto his stomach, they were unable to ventilate. The patient was re-intubated. No complication or harm reported. Patient condition reported as fine.